Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 18-mar-2025 investigation summary bd received one (1) sample and four (4) photos for investigation. After analysis, damage to the hemogard shield was observed in all customer photos. The returned sample underwent a visual inspection and failed the inspection. Additionally, 30 retained samples were visually inspected, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode other damage to product/component based on customer photo and sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the cap of one (1) tube had a molding defect. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the cap of one (1) tube had a molding defect. No adverse impact was reported regarding the patient or user.